Event description:
Device 1 of 3. Reference MFR report number 1627487-2013-19849, 1627487-2013-19852. It was reported the patient experiences unintended abdominal stimulation. Reprogramming was unsuccessful in regaining effective stimulation. A fluoroscopy image revealed the leads have migrated and the anchors were torn away from the suture site. The patient has a strenuous job reacquiring heavy lifting. The patient is scheduled for a consult with a neurosurgeon. Surgical intervention is planned to address the issue. Note the patient received three anchors from the same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.